Event description:
It was reported that during a device follow up, the estimated remaining longevity for this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased, from 33% in (B)(6) 2022 to 13% currently. Premature battery depletion was suspected. Technical services was contacted to review the device data in the remote monitoring system, but the most recent data was from (B)(6) 2022. The patient was referred for a device replacement procedure. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a device follow up, the estimated remaining longevity for this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased, from 33% in (B)(6) 2022 to 13% currently. Premature battery depletion was suspected. Technical services was contacted to review the device data in the remote monitoring system, but the most recent data was from (B)(6) 2022. The patient was referred for a device replacement procedure. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a device follow up, the estimated remaining longevity for this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased, from 33% in january 2022 to 13% currently. Premature battery depletion was suspected. Technical services was contacted to review the device data in the remote monitoring system, but the most recent data was from january 2022. The patient was referred for a device replacement procedure. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted and returned for analysis. No additional adverse patient effects were reported.